Event description:
The facility representative reported an infuso r pump with a condition of "rates are off." It is unknown when the event occurred; however, it was identified in the "anesthesia" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of "rates are off," involving an infuso r pump was confirmed as a motor issue. This would cause the rate to change because the device is not operating correctly. The cause of the reported problem was identified as a separated motor from the gear box. To resolve the reported problem, the motor assembly was replaced. If additional information is received, a follow-up medwatch will be submitted.